Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two onyx frontier coronary drug eluting stents to treat a moderately tortuous, mildly calcified lesion in the mid, distal and proximal left anterior descending artery (lad) with 90% stenosis. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported that after the onyxng25018ux was placed in the proximal vessel at 12 atm, a distal edge dissection occurred. A second device, the onyxng25022ux (pli20), was used to treat the distal edge dissection. A visible hyperacute thrombus was observed in the proximal aspect of onyxng25018ux. Within 5-8 minutes the thrombus was visualized, only after covering the distal edge with the onyxng25022ux. A nc euphora coronary balloon was then used to post dilate the entire stent length at 15/18 atm. There was no issues noted during stent deployment. The onyxng25018ux was fully expanded. The patient was on heparin and integrillin, and at the end of the case was given ticagrelor. The thrombus resolved with pharmacological agents. The physician assessed that the thrombus event was suspected to be related to the use of the onyx frontier devices, but could not confirm the same. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.